Event description:
A surgeon reported his patient experienced an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated the patient has more cylinder than he did before the surgery. The surgeon reported the patient has an extensive ocular history including a corneal transplant and corneal scar. He stated the patient is doing very well and the iol is in the correct axis.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via phone on 08/06/2008, 08/07/2008, 08/11/2008, and 08/20/2008 and via fax and mail on 08/07/2008. Patient's medical records were received.